Event description:
Clinical trial. Same case as MFR# 6000089-2006-02165. It was reported that immediately post stent implantation, the patient experienced a stent thrombosis (st). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 4 mm wide, 16 mm long, and 70% stenosed. The physician predilated the lesion prior to placing a 3.0 x 24 mm taxus liberte stent. Thrombus was noticed immediately post placement. Target lesion 2 was a de novo lesion in the distal rca. The lession was 4 mm side, 16 mm long, and 44% stenosed. The physician predilated the lesion prior to placing a 3.5 x 28 mm taxus liberte stent. This stent overlapped with the stent in the mid rca. No thrombus was noted in the distal portion, however. The patient received an unspecified gpiib/iiia inhibitor during the procedure. Residual stenosis was 17%. The stent thrombosis resolved with medcial management. The patient was discharged 3 days later on aspirin and plavix. In the opinion of the physician, there was a definite relationship between the st and the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 8680656 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.